Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a wound revision, due to the patient¿s high risk of infection, the surgeon wrapped the crt-d device and leads in a swab soaked in an alcohol-based solution and was placed on the patient¿s chest, outside of the wound. When the surgeon activated the plasmablade device, he felt extreme heat on his fingers and back of his hand and reached for a swab away from the wound. When the surgeon picked up the swab, it lit on fire. It was noted that it was like a chain reaction and the flames went from one swab to the next in a matter of seconds. The surgeon¿s outer glove melted, however staff were able to remove the drapes from the patient before they caught on fire. The fire was able to be extinguished. There was no injury to the patient or the surgeon reported.

Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: a plasmablade was used for a hematoma during a wound revision after inserting a crt-d upgrade the week before. The surgeon felt extreme heat on his fingers and back of his hand and reached for a swab away from the wound. Initially, there were no flames on his glove; however, when he picked up the swab, it lit on fire. It was noted that it was like a chain reaction and the flames went from one swab to the next in a matter of seconds. The surgeon's outer glove melted, but they were able to remove the drapes from the patient before they caught on fire. There was no injury to the patient or the surgeon. Investigation conclusion: the reported issue was confirmed. The device cord exhibited signs of burning and melting, which relates to the reported complaint of flames on the device cords. The device also had signs of a blue/green adhesive type material that was stuck to the device cords and handle. The visual defects on the device and device cords are consistent with improper user technique as documented in the event description. However, there were no findings that point to the device itself malfunctioning or causing the reported incident. The fire and injury allegations could not be replicated in the laboratory environment. If information is provided in the future, a supplemental report will be issued.

Event description:
During a wound revision, due to the patient¿s high risk of infection, the surgeon wrapped the crt-d device and leads in a swab soaked in an alcohol-based solution and was placed on the patient¿s chest, outside of the wound. When the surgeon activated the plasmablade device, he felt extreme heat on his fingers and back of his hand and reached for a swab away from the wound. When the surgeon picked up the swab, it lit on fire. It was noted that it was like a chain reaction and the flames went from one swab to the next in a matter of seconds. The surgeon¿s outer glove melted; however, staff were able to remove the drapes from the patient before they caught on fire. The fire was able to be extinguished. There was no injury to the patient or the surgeon reported.